Manufacturer narrative:
This event occurred in (B)(6). (B)(4) - [patientresultsq-(B)(4).pdf].

Event description:
The customer questioned results for patients tested for elecsys hcg test system (hcg) and troponin t hs stat on their "old" cobas e 411 immunoassay analyzer. Data was provided for 10 patient samples that had been initially tested for troponin t hs stat and 10 patient samples that had been initially tested for hcg on the customer's old e411. These samples were repeated on the customer's "new" e411 analyzer. Based on the data provided, discrepant troponin t hs stat results were identified for 2 patient samples and discrepant hcg results were identified for 3 patient samples. The initial results from the old e411 analyzer had been reported outside of the laboratory. The repeat results were also reported outside of the laboratory. The repeat results from the customer's new e411 analyzer were believed to be correct. The customer compared another 10 patient samples tested for troponin t hs stat between the two e411 analyzers. The customer found that the results from each e411 analyzer were reproducible, but were discrepant when compared to one another. Based on the data provided, 5 patient samples were discrepant. Due to this, the customer sent 2 of these samples to an external laboratory for testing on a cobas 8000 system. The results from the external laboratory were comparable to the results from the customer's new e411 analyzer. All results were reported outside of the laboratory. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The hcg reagent lot number was 248675. The expiration date was not provided. The troponin t hs stat reagent lot number was 267654. The expiration date was not provided. The field service engineer (fse) disassembled the old e411 analyzer; the customer will no longer be using the old e411 analyzer. The customer is currently only working with the new e411 analyzer.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.